Event description:
Olympus was informed that during the unspecified laparoscopic surgery with the videoconference, the physician used a headset for communication to the audience, and the insufflator uhi-3 had been set for the high flow. During the procedure the physician noticed that the abdominal pressure was getting decreased. Even though anyone did not operated the device, the uhi-3 setting had been changed to low flow and the beep sound were generated from the device, also the touch panel of the uces-2 had showed that the voice control was available. The physician had completed the procedure with use of the same devices. There was no report of the patient's injury regarding this event. The facility continued to use the same device.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not evaluate the referenced device. A voice control of a uces-2 becomes available automatically connecting a microphone to the uces-2. The possible cause of this phenomenon is that when the physician was communicating to the audience, the physician accidentally brought out the command to change the setting of the abdominal pressure of the uhi-3. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.